Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported via phone call that customer had blood glucose of 29 mmol/l and was not resolved after customer treated. Customer changed infusion set and blood glucose began to lower. Insulin pump passed self-test and high pressure test. Customer was advised that insulin pump was working as designed. Customer was advised to call back should issue persist.